Event description:
The pt stated, that on two occasions "in the last month", his power packs "only lasted a couple of weeks". He stated, that his infusion device began audibly "beeping continuously" and then shut down without displaying an a2 (low power pack warning) alert or e2 (power pack depleted) error code. The pt acknowledged awareness of the recall, but thought that the "issue had been resolved". Therefore, he had not been changing his power pack every two weeks. The pt also stated, that blood glucose level had been affected by the events. He reported that his blood glucose level had reached 18mmol/l (324mg/dl). He reported his target blood glucose value to be 7mmol/l (126mg/dl). He reported his symptoms of elevated blood glucose as, "I felt like my blood was on fire and I was very nauseous". To correct elevated blood glucose values, he administered insulin injections of humalog. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.